Event description:
It was reported the distal cap fell off of the duodeno videoscope into the patient during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The cap fell near the ampulla in the duodenum and was retrieved using a roth net. There was approximately a 3-minute delay in the procedure. There were no reports of patient harm. This report is related to the following linked patient identifier: (B)(6).